Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension. Concurrent conditions included leg pain, back pain and flank pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2013 via bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs & mr received. Events: abnormal bleeding (vaginal, menorrhagia),depression and mental anguish were added. Event outcome was updated for the event pelvic pain. Lot no. Was added. Concomitant and historical conditions were added. Reporter's information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension and overweight. Concurrent conditions included leg pain, back pain and flank pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2013 via bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, dysmenorrhoea, back pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 175 lbs. Patient received treatment for : pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number:20227513 manufacturing date:2009/12 expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event: outcome were update to recovered: pain , abnormal bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational hypertension. Concurrent conditions included leg pain, back pain and flank pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2013 via bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Lot number:20227513, manufacturing date:2009/12, expiration date:2012/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.